Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and and on 22-nov-2016 found probe guide rail dirty. Cleaned rail. Found lead screw dirty. Removed leaded screw cleaned lubricated and reinstalled all. Ran samples and duplicated z1 error after 10 samples. Replaced asm pcb (printed circuit board). Ran 15 samples with no issues. Instrument is operational. The most probable cause of the reported event was asm pcb (printed circuit board) failure.

Event description:
On (B)(6) 2016 the customer reported z1 errors with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.